Event description:
Related manufacturer reference number: 2017865-2019-09963. Related manufacturer reference number: 2017865-2019-09968. It was reported that the right ventricular leads and the atrial lead exhibited low lead impedance. It was also noted that the leads exhibited insulation anomalies. The leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece. Electrical testing and visual inspection found no anomaly except for damage consistent with procedural damage.